Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed over-the-phone with the customer and found out that the fitting on top of the filter housing was loose, causing the leak. The fse instructed the customer to tighten the fitting, and then run the pump for about 2 minutes to ensure a good seal. No leak was observed and the pressure was within range. The customer ran quality controls, which passed. The g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 3 - assay operations, suggests to check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The most probable cause of the reported issue was due to defective nozzle assembly and wash probe.

Event description:
On (B)(6) 2017 a customer reported a leak coming from the filter housing while running patient samples for hemoglobin a1c (hba1c) on the g8 instrument. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4). Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The most probable cause of the reported issue was due to a loose fitting after replacing the filter.